Manufacturer narrative:
(B)(4). The abbott field service engineer (fse) replaced the card cage, wash zone manifolds, wash zone 2 motor, wash zone 2 w8 cable, trigger/pretrigger pump motor w9 cables and the motor driver board. The fse was able to power on the instrument and perform the start up on the analyzer. He flushed fluids and performed wash zone 1 and 2 gravimetric tests which passed. A review of the safety memo and product evaluation indicates the architect i2000sr is certified to the appropriate (B)(4) international safety standards that apply to electrical equipment for measurement, control, and laboratory use. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to provide adequate information regarding electrical and chemical hazards and an emergency shutdown procedure. The investigation did not identify a product deficiency.

Event description:
The account stated that the architect i2000 sr analyzer has been leaking at wash zone 2. They have noted a burning smell. No visible smoke or fire was seen. Field service was sent to the account and noted that the washzone 2 probe motor cable was corroded and the plastic plug was melted. There were burn marks on the back of the card cage. No injury was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.